Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a right atrial (ra) lead that was fractured. The patient underwent a replacement procedure, and this product was surgically abandoned and replaced. No additional adverse patient effects were reported.